Event description:
Information received by medtronic indicated that the customer reported crack on pump and pump error. Customer stated that they were not able to clear the alarm. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the there was a damage on the pump and pump display was tuned blank. Insert battery alarm was not displayed on the insulin pump screen. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black case type = ngp customer returned insulin pump for an alleged blank display, exposed to moisture, e/a alarm unspecified, and cosmetic damage located at the back of the insulin pump found on (B)(6) 2022. Insulin pump was received with a critical pump error (open book image) alarm and missing segments. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board, and force sensor. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Critical pump error (open book image) alarm was triggered by a insulin pump error fatal alarm confirmed in the history file on (B)(6) 2022 at time 19:28:00.000 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, scratched case, pillowing keypad overlay, and corroded battery tube. Critical pump error (open book image) alarm confirmed due to insulin pump error alarm. Insulin pump error alarm confirmed due to moisture damage on the force sensor. Insulin pump received with missing segments. Insulin pump exposed to moisture confirmed at electrical board and force sensor. Blank display not confirmed. E/a alarm unspecified unknown due to insulin pump received with critical pump error (open book image) alarm. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment, case behind the insulin pump at the battery compartment, and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.